Event description:
Reason for exam: history of seizures; patient was sedated and sleeping; severe all over body motion resembling a seizure five seconds after initiation of diffusion sequence; oxygen saturations dropped to 80's, but recovered quickly after application of oxygen and suspension of diffusion sequence. Dates of use: one day in 2007. Diagnosis: history of seizures. Event abated after use stopped: yes.